Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 2168993. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, serial: n/a, batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the lead site between shoulder blades and thoracic region. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices will not be returned.